Event description:
It was reported that the patient passed away. The cause of death is unknown. Attempts for additional information have been made; no additional relevant information has been received to date.